Event description:
Per the surgeon, the patient allegedly had an adverse reaction to a resorbable polymer used to fixate the receiver/stimulator at the time of implant. Cochlear contacted the manufacture of the resorbable polymer product who indicated the product was not indicated for use with the cochlear implant. Reimplantation is planned, but was not scheduled as of the date of this report.